Manufacturer narrative:
Approximate age of device ¿ 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Tissue-like thrombus formations were present surrounding the inlet bearing cup and the inlet bearing ball. The depositions appeared to have formed in laminated layers, and the portion of the thrombus in contact with the bearings appeared denatured. Their structure suggests that the thrombus originally formed as one formation around the inlet bearings and broke apart upon disassembly, and that the thrombus was present for an undermined amount of time while the pump was supporting the patient. This deposition would have potentially contributed to the reported elevated lactate dehydrogenase. Additionally, small, loose depositions were present on the interior of the blood tube and in the proximal side of the outlet stator. These depositions lacked lamination, lacked denaturing, and were not adhered to any pump surface. These depositions did not appear to have originated in these locations, and did not appear to have contributed to a pump issue. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient's lactate dehydrogenase (ldh) level was 1269 u/l. Repeat labs on an unspecified later date found the patient's ldh remained elevated. On (B)(6) 2014, the patient was admitted to the hospital with an ldh of 1406 u/l. An echocardiogram revealed that the patient¿s aortic valve was closed with intermittent aortic insufficiency. Inotropes and heparin were administered, and the patient remained in the hospital until he received a heart transplant on (B)(6) 2014.